Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted on download history file. Successfully downloaded history files and traces using thus. The following were noted during visual inspection, fading serial number label, cracked battery tube side, and cracked case near belt clip rails. In summary, customer alleged no delivery/occlusion alarm during therapy not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), no delivery/occlusion alarm - unknown timing, occluded, cannula bent. The customer reported blood glucose value of 329 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: found the cannula was bent with the first infuion set. Did not find any issues with the other 2 infusion sets. Document treatment for high bg: pump. The event involved product(s) mmt-1880, mmt-332a, mmt-397a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported insulin flow blocked alarm (past/resolved event).issue was resolved.customer reported high bgs. Customer has been using the insulin pumpsystem within 48hrs of reported high bg event. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported bent cannula (not a slight bend/curve). No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.